Manufacturer narrative:
Product ID 3777-60 lot# (B)(4) implanted: (B)(6)2013 explanted: product type lead product ID 3708140 lot# (B)(4) implanted:(B)(6)2018 explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 04/20/2018. It was reported that the reason for the battery replacement was end of life for old battery. The ins was not going to be returned. The cause of the frayed lead was not determined. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, via manufacturer representative, concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a battery replacement procedure. Impedances were checked on (B)(6) 2018 and were good. The day of replacement the impedances were all good. During the procedure, when the healthcare provider (hcp) removed the lead from old battery, it was noticed that the lead was frayed closest to the 0 electrode. Multiple attempts were made to get lead into battery and were unsuccessful. An extension was retrieved in a last-ditch effort to salvage stimulation for the patient. The lead fit into the extension best although it was still not a perfect impedance check. It was determined that if patient in post op doesn¿t receive good therapy from working electrode then hcp would refer her to a pain physician for revision. The representative programmed around the non-working electrodes and the patient reported appropriate therapy post-operatively. The representative would do more extensive programmer at her post-op appointment with her hcp. No further complications were reported/anticipated.